Event description:
It was reported that an occlusion alarm occurred. The customer experienced high blood glucose that displayed as over 600. A manual insulin injection was administered to address bg level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced high blood glucose that displayed as over 600. A manual insulin injection was administered to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.